Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited under-sensing. It was noted an under sensed premature ventricular contraction and a pacemaker spike into the vulnerable phase of repolarization caused a spontaneous episode of ventricular fibrillation. The device was explanted and replaced. There were no patient consequences.